Event description:
It was reported that during implant of the implantable pulse generator (ipg) the physician repositioned the ventricular lead because a better position was found. However, upon reinserting the ventricular lead into the ipg header it was not possible as the screw crossed threaded and was unable to hear the usual clicking. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.